Event description:
Customer reported that a pt being treated for guillain-barre syndrome caused by a flu vaccine. The customer reported that the pt was 90% occluded in his airway with neck and tongue swelling. The customer reported that the pt was intubated with the reported endotracheal tube and during bronchoscopy, it was observed that pt presented oral lesions and ulcerated tongue and vocal cords. The customer reported that the pt was placed back into ICU and was placed on steroids and antibiotics. New info provided on 10/17/2013 reports that the pt did very well after re-intubation with a silicon ett and with high dose steroids. It was also reported that the angioedema and oral lesions resolved within 48 hours and following the pt was subsequently extubated.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample full investigation cannot be completed therefore we are unable to determine the cause for this specific event.